Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the pacing lead was faulty and the implantable pulse generator (ipg) battery was defective. The patient is deceased. No additional information was provided.